Event description:
It was reported that the user experienced an alert 38 for most of the day while using an ilet with fiasp prefilled cartridges, and blood glucose values were reported in range; during troubleshooting, the user performed a dry run delivering 80 units and a rewind without issue, then replaced the connector and confirmed visible drops and successful reconnection of the infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of the information provided, and troubleshooting and education. Investigation of this case revealed a mechanical problem was suspected and then identified at the connector/adapter interface, consistent with a device mechanical problem and addressed by replacing the connect adapter (lot 33502). It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.